Event description:
Procedure type: hysterectomy. According to the reporter: when the bladeless trocar was used to dissect into the tissue the plastic blade broke. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).